Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Radiograph review was performed, however, it noted, "the left hip system appears normal. Alignment is appropriate, bone quality good, and hardware intact without surrounding periprosthetic abnormalities. Although the provided incident indicates loosening of the acetabular system, this is not suggested radiographically." Device history record was reviewed and no discrepancies were found. Complaint history review determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip revision approximately three months post-implantation due to cup loosening and pain. During the procedure, acetabular component was loose and no osseointegration was noted. The acetabular cup was removed and replaced. Attempts have been made and no further information has been provided.